Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance with a capture threshold of 1 v, 0.4 ms and 11.8-12 mv r-waves in the bipolar configuration. The device was reprogrammed to unipolar and lead impedance was 200 ohms. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - company representative.